Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On 12-jul-2016 it was reported that last month ((B)(6) 2016) there was ¿a lot more¿ medication in the reservoir at the pump refill because the patient was only utilizing 3 or 4 pa (patient activated) boluses a day. The patient had pump refills about every 6 weeks. His next refill appointment was scheduled for (B)(6) 2016, but the ptm (personal therapy manager) showed (B)(6) 2016 for a low reservoir alarm date. The patient didn¿t want to waste the drug and was also wondering about drug stability. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.